Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that "a few days ago all my settings went to zero on the remote and I didn't feel any vibration" and says they turned everything back on, but says sunday night it did it again. Pt says they then raised settings to where they were supposed to be and it went back to zero again and did this a few more times. Pt says yesterday afternoon their adaptive stim settings "were different than where I had it set". Pt says they called the hcp who had them call their rep yesterday and they told pt this is the first time they have ever heard of this and to call patient and technical services (pats). Pt reports they went to the hospital for physical therapy yesterday but this issue started before that, and pt has had no falls or trauma. Pt doesn't think they accidentally moved groups. The issue was not resolved. Agent advised letting rep know that pats cannot determine the cause of this stimulation issue, and to follow up with them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.